Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between a peritoneal dialysis (pd) transfer set and minicap which resulted in a leak. It was further described as "liquid leak where the transfer set minicap is" and "the cap is loose and does not close properly". This occurred before use of the devices for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.